Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2022.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer providing an adequate pain relief. It was noted that the patients ipg was non-functional. The patient underwent an ipg explant procedure.